Manufacturer narrative:
H6: codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that two ozark self-starting screws at c6 have fractured and the locking mechanism of an ozark plate at that same level has disengaged. The patient is asymptomatic and revision surgery is not planned. This report captures the ozark plate.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that two ozark self-starting screws at c6 have fractured and the locking mechanism of an ozark plate at that same level has disengaged. The patient is asymptomatic and revision surgery is not planned. This report captures the ozark plate.